Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor would not power on. In addition, a guide pin was missing from the belt connector. Up evaluation, the ca board had shorted +3.3v, main batt and +1.3v power supplies, which prevented the monitor from powering up. In addition, the u104 component was thermally damaged the root cause for the shorted components could not be positively identified. The root cause of the damaged u104 could not be positively identified, but the damage is suspected to be the result of the loose nut and standoff from the belt connector shorting a power point to ground. The root cause for the loose nut could not be positively identified, but was likely the result of physical abuse. No adverse event resulted from the defective power supplies and u104 component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.